Manufacturer narrative:
D. Suspect medical device: updated product information. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear in (B)(4) is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitant devices. No information available. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 59 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.